Manufacturer narrative:
Unit received with end cap broken off. Unable to verify compromised force sensor system alarm due to broken end cap. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. Unit received with cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a compromised force sensor system alarm. Blood glucose level at the time of the incident was 475 mg/dl, which was treated with a manual injection. The caller was unable to confirm any damage to the drive support cap. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.